Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed that the last basal delivery was on (B)(6) 2013 at 11:40 am. There was no activity outside of normal use observed in the black box. The total daily dose (tdd) added up correctly and reflected user¿s programmed basal rate target. The pump powered ¿on¿ and displayed the¿verify¿ screen. The pump was primed and exercised for 24 hours with no alarms occurring during testing. The force sensor calibration reading was found not to be within specifications. The force sensor resistance was found to be within specifications. The pump passed a 29 hour flow accuracy test successfully. The cover was removed for evaluation and no evidence of moisture ingress was found. No damage was found to the printed circuit board and flexes during inspection.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels in the 200s mg/dl for the past week; the patient reported having lethargy which the patient stated may have been related to depression. The patient confirmed no new medications, no changes in activities or stressors, and no new diet. The patient confirmed that the time and date were correct in the pump. The patient confirmed that the insulin was within expiration and was stored correctly. The pump was reviewed with the patient and confirmed that the pump settings were as desired. The patient confirmed that the total daily dose correctly reflected the basal and bolus totals. The patient confirmed that the bolus history showed that all boluses were completed and in the amounts desired. The patient confirmed that there were no recent alarms related to the event. The patient confirmed that the infusion site looked normal and there was no noted bruising, bleeding, or leaking. The patient confirmed rotating sites appropriately and stated that the infusion set had been changed five times in the last three days. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.